Manufacturer narrative:
The device was received by the resmed technical service center in (B)(4) and an evaluation was performed. The evaluation determined that the display fault was due to a defective touch screen. The top case assembly was replaced to address this issue. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable.(B)(4)

Event description:
It was reported to resmed (B)(4) that while an astral device was being configured for patient use, its touch screen was inoperable. The device was not in use when the fault occurred, therefore, there was no patient involvement.